Event description:
It was reported the patient went into surgery to add a lead to the existing system. During the procedure, the patient experienced a dural puncture which allowed some of the numbing medicine to come in contact with her spinal cord causing temporary paralysis. As a result, the patient's system was explanted due to the potential need of an MRI. Following the surgery, the patient had full control over her legs and feet but was still under observation for 24 hours. Follow-up revealed the patient was walking fine.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.